Event description:
The customer reported that the system displayed an iris potentiometer error message. This error message on the 9600 system prevents the x-ray function from working and it will shut the system down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced. The system was then found to be operating as intended.